Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted due to a hemoglobin level of 6.9 g/dl. The patient was started on a nexium infusion and transfused with a total of 5 units of packed red blood cells. Esophagogastroduodenoscopy found two visible vessels which were cauterized and likely represented the source of the patient's gi bleeding. Submucosal map and nodular/polypoid mucosa were noted in the gastric antrum. Given a stable hemoglobin level and no signs of active bleeding, a video capsule endoscopy was not performed. Additionally, the patient's left upper arm was swollen and revealed an acute superficial basilic vein thrombosis via vascular ultrasound. There was no intervention at this time because the patient is unable to be properly anticoagulated due to an extensive history of gi bleeding. The patient was discharged home in stable condition.

Manufacturer narrative:
Approximate age of device: 4 years and 6 months. The patient remains ongoing and continues on lvad support. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A root cause for the report of gi bleeding could not be determined through this evaluation. The patient remains ongoing and continues on lvad support with no further events reported. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.